Manufacturer narrative:
B5 - it was later reported that the cause of the event was unknown. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2023 . The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. The reporter did not give a cause for this event.